Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the pump started back up on the (B)(6) 2019 and the code on the patient programmer (ptm) was gone. The patient reported that they took off their pain patch and was told to use the ptm and now the patient was feeling sick to their stomach like they were going through withdrawal. The pump logs on (B)(6) 2019 showed a "stop pump duration exceeded 48 hours," message. However, no motor stall showed on (B)(6) 2019. The patient only heard the pump alarm one time and never heard it after that. The patient started to experience withdrawal after hearing the alarm. The patient reported that they had a heart attack which they related to the motor stall. It was reported that they were trying to find a surgeon to do a pump replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was going to be replaced on (B)(6) 2019 and returned to the manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the pump was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, dilaudid, and marcaine at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient saw a 8476 code on the patient programmer (ptm). The patient reported that they were in severe pain. The patient did not mention hearing a pump alarm. The patient did not recently have a MRI. No magnet source or electromagnetic interference source was noted. The patient noted the following about their boluses: "dilaudid (hydromorphone) at 0.2102 and 3.2056 a day, marcaine (bupivacaine) at 0.2438 and 3.7185 a day clonidine at 31.63 bolus and 480.83 a day." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated a motor stall was seen at initial interrogation and the patient did not recently have an MRI. It was noted the patient¿s elective replacement indicator (eri) was (B)(6) 2020. The pump was alarming and per the 8835 the patient confirmed the 8476 motor stall code. It was noted the patient/hcp first heard the pump alarm two hours ago and the rep did not believe the event logs had been accessed/reviewed. The patient thought she was having symptoms but the hcp was not sure about that. The pump had a low simple continuous dose and up to six pa boluses which was 90% of the drug delivery via the pa boluses. The hcp refilled the pump on the date of this report and the expected residual volume was 6cc and the actual residual volume was 6.9cc. The rep was inquiring about next steps. It was also reported (B)(6) 2019 was the date the hcp scheduled the patient for a pump replacement. The rep would confer with the hcp. The event date was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the motor stall was not determined. The motor stall recovered over 48 hours after the stall began. The pump was refilled on (B)(6) 2019 and was restarted following the refill. Prior to the refill, the patient felt that they were suffering from withdrawal and subsequently went to the emergency room (ER) where she was investigated for a possible heart attack. The patient's weight was (B)(6). The pump will be replaced in early (B)(6) 2019 and will be returned for analysis. The patient had suffered no more ill effects after the pump was restarted. No further complications were reported.